Manufacturer narrative:
Updated e section with the initial report's first and last name. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the customer. Therefore the event of "coating removal during use" could not be confirmed, and the cause could not be determined. The lot history record review was not possible as the lot number was not reported. Note, the customer did not want to provided any additional information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that an alligator device was used to remove something from within the peripheral vascular. After the device was used, flakes of something was noticed on their gloves. It is believed that the flakes were ptfe. No patient injury was reported. No other details were given.